Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2015-00309. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron 6f 070 delivery catheter and a neuron max 088 long sheath. During the procedure, the physician was unable to advance an angioplasty catheter and angioplasty balloon through neither the neuron 070 catheter nor the neuron max long sheath so they were removed. The procedure continued using a benchmark delivery catheter to gain access to the target artery. After several attempts to angioplast the occlusion using another manufacturer's devices, the basilar artery became ruptured. The event was unrelated to the benchmark. The patient expired shortly following the procedure.